Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on a female patient (however over 18 years). According to the complainant, the stent was recaptured twice during positioning attempts. On the third try, the stent was deployed. However, when attempting to re-sheath the stent after the third attempt, the retrieval loop became caught on the catheter. The device was withdrawn from the patient and the procedure was completed with another wallflex biliary rx fully covered stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).